Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported that the insulin pump alarmed button error. Customer was unable to press any buttons while trying to deliver a bolus. Customer stated that the insulin pump delivered a bolus itself and then tried to suspend itself without any button press. Customer also stated that the insulin pump may have gotten wet in rain storm. Customer's blood glucose reading at the time of the call was 68 mg/dl and has treated with juice. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. No moisture damage inside the insulin pump noted.